Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. There were no allegations against device functionality. The device was returned three years post explant. The device header was not returned with the can and the device was found to be in factory fallback mode.

Manufacturer narrative:
Review of device memory revealed the device remained on in monitor + therapy post explant. Numerous false episodes and shocks into an open condition were recorded post explant. Functional testing was unable to be completed due to the missing header.